Manufacturer narrative:
The product and describe event or problem were updated.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right atrial (ra) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. It was noted a gradual rise the measurements over the last year and the unipolar mode was causing some oversensing of external noise. The patient experienced a shocking sensation since the changes made one month ago. Reprogramming efforts were performed. Bring the patient to the clinic and do all due diligence diagnostic evaluation on the ra lead was recommended. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
The product and describe event or problem were updated. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on the right atrial (ra) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. It was noted a gradual rise the measurements over the last year and the unipolar mode was causing some oversensing of external noise. The patient experienced a shocking sensation since the changes made one month ago. Reprogramming efforts were performed. Bring the patient to the clinic and do all due diligence diagnostic evaluation on the ra lead was recommended. Currently, this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements, which triggered to lead safety switch (lss) from bipolar to unipolar mode. It was noted that the unipolar mode was causing some oversensing of external noise. The patient experienced a shocking sensation since the changes made one month ago. Reprogramming efforts were performed. Currently, this product remains in service and no adverse patient effects were reported.